Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(4) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse replaced the inlet check valve. The g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of 25-august-2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The ga operator's manual under section 6.3 error messages is as follows: a 100 pressure high. The pump pressure exceeded the upper limit (15 mpa) set in the pres high parameters. When the filter or column replacement period has been exceeded, first replace the filter or column. If the pressure is still high, remove the inlet and outlet flow line around the column and filter, and determine which part is the cause of the high pressure. Then, contact a technical support representative. If the pressure displayed on the screen is: greater than the pressure on the column inspection report + 4 mpa, then replace the filter. Less than the pressure on the column inspection report, then proceed with priming the column. The most probable cause for high pressure was the inlet check valve #(B)(4).

Event description:
On (b)(46 2017, a customer reported a calibration error on the g8 instrument. The customer stated that the instrument displayed high pressure. Replacing the filter and column did not resolve the issue. The customer was unable to run controls and patient samples on the hba1c diabetes assay. Technical support specialist (tss) ordered new calibrator to be sent to the customer's facility. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for (B)(6). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.